Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p4k1342). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, during bile duct resection, the handle was hard to squeeze, and the firing could not be done at all. The cartridge was replaced with a new one, and the same handle was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident found that the sheared teeth damage was confirmed in the first on the firing rack.